Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during functional testing, the device prompted a "unit failed" message. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical japan evaluated the device and the customer's report was not replicated or confirmed. The device was put through extensive testing without duplicating the report. The device was recertified and returned to the customer. The electrode pads were returned to zoll medical corporation and the customer's report was not duplicated. Review of the device activity logs showed multiple occurrences of a non critical error. These errors would have caused the device to show a red x and prompt unit failed in non-rescue mode only, which indicates that the device would still function in rescue or clinical mode. No trend is associated with reports of this type.